Event description:
The customer reported that the screen is broken. Further information was provided that the monitor displayed an unspecified "device error". There was no reported patient involvement.